Manufacturer narrative:
The events of seroma and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "double periprosthetic capsule with rupture of the left prosthesis, left seroma 200 cc or more and increase in the fibrous density of the left capsule''. The device has been explanted.